Manufacturer narrative:
Device was used for treatment, not diagnosis. Gardner (2008). The anterolateral acromial approach for fractures of the proximal humerus. J orthop trauma 2008; 22:132¿137. This report is for an unknown locking compression plate (lcp) and screws, unknown quantity / unknown lot. Additional classification code: hwc. Unknown part number, UDI unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: gardner, m., et al. (2008). The anterolateral acromial approach for fractures of the proximal humerus. J orthop trauma 2008; 22:132-137. USA. The study objective was to evaluate the anterolateral acromial approach in patients undergoing open reduction and internal fixation of proximal humeral fractures. The study included 52 patients who participated in a (B)(6) study undergoing open reduction and internal fixation of a proximal humeral fracture using the anterolateral acromial approach between (B)(6) 2002 and (B)(6) 2006. Of the 52 patients, clinical follow-up of at least 1 year was available for 23 patients (average, 28 months; range, 12 to 49 months). The average patient age was 65 years (range, 21 to 85 years). Seventeen patients were female. Surgical indications were displaced 2-, 3-, and 4-part fractures. There were six 2-part fractures, thirteen 3-part fractures, and four 4-part fractures. Of the 23 fractures, 14 were treated with locked plating, and 9 were treated using an intramedullary nail. Various scale and test evaluations were used to measure patient outcomes. The following complications were reported: in one (1) patient at the initial surgery, the quickdash score was high (severity of shoulder pain and neurological symptoms). This is report 1 of 1 for (B)(4). This report is for an unknown locking compression plate (lcp) and screws, unknown part # / lot #.